Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of all wireless monitoring involving their 1.4 ghz intellivue telemetry system which was indicated to have impacted multiple clinical units. No adverse event was reported.